Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+3.0/090 (sphere/cylinder/axis), during the same surgery due to the lens flipped. The backup lens was implanted with no issues.